Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced distal tip migration in the glans and impending distal erosion with an inflatable penile prosthesis (ipp) after 21 years of use. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. The new device was downsized by one centimeter. There were no device malfunctions associated with the explanted device and no further patient complications.